Event description:
Window lock was not working.

Manufacturer narrative:
Product evaluation: visual inspection of the returned reciprocating morcellator indicated that there was no damage to the device adapter body or the sluff chamber. Inspection of the laser markings on the inner and outer blade assemblies indicated that they are in the correct location. The inner blade rotated freely and the blade could be placed into window locked manually. The fluid flow during window lock was measured under suction by connecting the device to a truclear handpiece and controller. The suction outflow was connected to a vacuum pump set to a pressure of 250 mmhg. The resulting fluid loss was identified to not meet specification. Product performance creates a minor inconvenience but does not affect safety and efficacy. (B)(4).